Event description:
It was reported that during a device replacement procedure due to normal battery depletion, noise resulting in oversensing was noted on the right atrial (ra) lead and loss of capture was noted on the left ventricular (lv) lead. Provocative testing was performed and the noise was able to be reproduced on the ra lead. Diagnostic imaging was performed and no anomalies were observed. The ra lead and the lv lead remain implanted and connected to the new device. The device was reprogrammed to disable the ra lead and the lv lead. The patient was in stable condition.